Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the infusion set and reservoirs connection issues and bent cannulas. The customer reported symptoms of vomiting. The customer treated for the high blood glucose levels by changing the infusion set. The customer¿s current blood glucose level is unknown. The customer declined to troubleshoot the issue. The infusion set and reservoir will be returned for analysis.